Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as touch contamination. The peritonitis was manifested by cloudy fluid. On the same day as onset, the patient was hospitalized for the event. That same day, antibiotic treatment consisted of an intraperitoneal (ip) injection of vancomycin (2 gm, ip, every fifth day, for 21 days). The patient was retrained on aseptic procedure. Five days after onset, the patient was reported to have recovered from the event of peritonitis and pd therapies were ongoing. No further information was provided.